Event description:
The customer initially reported that their device had entered the self test mode during patient monitoring and upon completion of the test, the device had reset all settings to the default. There was no delay over 30 seconds of patient care reported. There was no adverse outcome of the patient reported. Upon further evaluation of the system pcb assembly from the device, it appeared that the device would enter into a reset condition when heat was applied.

Manufacturer narrative:
The device itself was evaluated by a third party service agent who verified the initial reported condition. The third party service agent replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed system pcb assembly was returned to physio-control for further evaluation. The cause of the reported condition was determined to be a temperature sensitive integrated circuit chip, designator u15. The ic chip caused the reset condition when heat was applied.